Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address are not available / reported. [Conclusion]: the healthcare professional reported that at the start of the procedure, the concomitant intermediate catheter could not advance past the hub of the 90cm cerebase da guide sheath (gs9090sd / 30436792). It was confirmed that there was nothing obstructing the catheter. The cerebase da guide sheath was replaced with another from the same lot and the replacement worked without any issue. The same intermediate catheter was used and it worked seamlessly with the new replacement cerebase sheath. The reported issue resulted in a 3-minute procedure delay. There was no report of any patient adverse event or complication, the procedure was successfully completed. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90 cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. The device was observed with a kinked condition at 65.5cm from the proximal end. The ID band was observed to be out of position. Functional testing was performed. The 90cm cerebase da guide sheath was flushed. During the flushing of the device to determine if it had any leak, a leak was observed below the ID band at the area that appeared to have a separation / crack. A review of manufacturing documentation associated with this lot (30436792) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The observed kinked area at 65.5cm from the proximal end may be due to force that may have been inadvertently applied during the attempt to advance the intermediate catheter through the hub of the cerebase guide sheath. The exact time and cause of the observed kinked condition cannot be conclusively determined. The complaint reported that a concomitant intermediate catheter could not be advanced past the hub of the 90cm cerebase da guide sheath was confirmed. Although the luer hub did not show any appearance of external damage or anomaly, the ID band is observed out of position. There is also a separation / crack around below the ID band which resulted in the observed leak during the functional testing when the device was flushed. Below the ID band where the leak was observed during the flushing for functional test, a separation / crack was observed. The observed separation / crack may be related to the ID band being out of position and due to the device usage, however, the relationship between the observed separation / crack to either the ID band being out of position or device usage cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective / preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that at the start of the procedure, the concomitant intermediate catheter could not advance past the hub of the 90cm cerebase da guide sheath (gs9090sd / 30436792). It was confirmed that there was nothing obstructing the catheter. The cerebase da guide sheath was replaced with another from the same lot and the replacement worked without any issue. The same intermediate catheter was used and it worked seamlessly with the new replacement cerebase sheath. The reported issue resulted in a 3-minute procedure delay. There was no report of any patient adverse event or complication, the procedure was successfully completed. The complaint device was returned for evaluation. During the functional evaluation of the complaint device, a leak was observed below the ID band at the area that appeared to have a separation / crack. Based on the product analysis 10 february 2021, this event has been deemed MDR reportable as a ¿malfunction.¿